Manufacturer narrative:
The root cause of the thrombosis was unable to be determined due to insufficient clinical details. The cause of the low pump flow was most likely biomaterial ingestion, as clinical details reported finding thrombus in the pump, and data logs showed signs of ingestion, but the cause of the biomaterial could not be determined due to insufficient clinical details. The device passed all post sterile inspection criteria.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced lower than expected flows. The pump was explanted and fibrin was found in the catheter outflow of the catheter. The patient survived.